Event description:
It was reported that during a da vinci-assisted single internal mammary artery harvest surgical procedure, the permanent cautery spatula (pcs) instrument was being used for the first time as normal, but in the middle of the procedure it stopped working, and when the surgeon pressed the power pedal, it did not pass through the clamp. The monopolar cable was replaced and the connection was checked, however, it still did not work. As a result, the customer had to replace the instrument with a new one. The procedure was completed with no reported injury.

Manufacturer narrative:
A review of the customer provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae) and the following additional information was provided: there were no identifiable signs of thermal damage or conductor wire damage based on the image provided. Isi received the da vinci product to perform failure analysis. The permanent cautery spatula instrument was analyzed and found to have a broken conductor wire. The instrument failed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of the broken conductor wire is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.